Event description:
During this arthroscopic stabilization three osteoraptor suture anchors were used in order to repair the labrum. Each anchor fractured just above the suture eyelet upon insertion of the anchor into the pre-drilled hole, leaving behind a small piece of the anchor. The holes were drilled using the correct size drill specific for s&n osteoraptor and bioraptor 2.9mm anchors and the angle of approach appeared to be correct. Three anchors were used due to the initial anchor breaking, only one anchor was necessary for the procedure. Each anchor was attempted to be inserted into a separate drilled hole into the bone and not back into the original. The patient bone quality was good.

Manufacturer narrative:
(B)(4): the device has not been received for evaluation.(B)(4)

Manufacturer narrative:
Per engineering, the anchors which broke in the case were not returned for evaluation but several unopened units from the same lot were. In order to try and recreate the failure mode, 5 of the unused anchors were pounded into bone block using sop (B)(4) as a technique guideline. First the anchors were measured for od and overall length and found to be within print specification. The 50 pcf bone block was prepped by pre-drilling with the prescribed 3.0mm drill. The 5 anchors were inserted at 10 degrees off axis to the drilled hole. All of the 5 anchors inserted without issue. The failure mode cannot be recreated and no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. No problem found.